Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The caller did not report or reset the pump for the malfunction within the last 24 hours, so cts provided pump reset information and assisted the caller with resetting the pump.